Event description:
It was reported that the pt cried when the external equipment was attached to the device. The pt was advised not to wear the external equipment. Device testing could not be performed due to pt's discomfort. The pt's device was explanted. The pt was reimplanted with another cochlear device.